Manufacturer narrative:
(B)(4).

Event description:
Medwatch received: s/p (status post) electrophysiology study (eps) procedure for atrial lead fracture removal with reimplantation of a new ICD/lead system. Patient presents to office visit to the device clinic, called a report that his incision was red, hot + had purulent drainage from the site. S/p extraction performed 6 days ago for lead failure. Procedure note indicates swelling,no fluctuance, aspiration of pocket w/no purulent drainage found, serosanguineous fluid cxd, erythema of edges + blistering consistent w/allergic reaction to swiftset glue. No signs of involvement of the pocket. There was inflammation superficially of the incision. Office note 8 days later indicated- wound aspirate culture positive for enterobactor aerogenes in one colony from one plate only. Per electrophysiology attending, pt started on bctrim ds 1 tab bid for 10 days. Spoke with patient, who states he continues to have drainage from incision site. No fever, chills, or pain. Additional information has been requested but not yet received.